Event description:
It was reported that during rotator cuff repair, the twinfix anchor cracked with piece falling off it as was being screwed in to place. The loose piece was removed. The rest of the implant stayed in and was used to secure the cuff down. Delay or patient injuries were not reported.

Manufacturer narrative:
The reported twinfix ultra pk 5.5mm intended for use in treatment was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the twinfix anchor cracked with pieces falling off it as it was being screwed into place. Without the return of the device an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. The instruction for use was reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.